Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to process residue on capacitor, designator c156. This caused 5 volts to be present on leg 3 of c156, instead of 2.35 volts. The customer was sent a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was unable to recognize a shockable rhythm with the AED functionality. As a result, defibrillation may not be possible, if it were necessary.